Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported the cgm was displaying 56 mg/dl and felt that their sugar was dropping. They stated they had a headache and was feeling lethargic. They were able to call for an ambulance. The patient stated that the cgm went from 56 mg/dl to 94, 96 and then down to 74 mg/dl. When the paramedics arrived, they checked the patient's bg and it was 254 mg/dl. The patient was taken to the hospital where they were treated with unspecified fluids for dehydration and treatment for nausea. At the time of the report, the patient was still in the hospital and the cgm was displaying 94 mg/dl while the patient's bg was 124 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No allegation. No additional patient or event information is available.